Event description:
It was reported that a cable on the system 9800md had a frayed cord causing a possible shock hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative will investigate and make any necessary repairs. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.